Event description:
During emc testing, we discovered that the lap transducer exceeds the limits specified for radio-frequency emissions by up to 10 db. Cispr 11 section 5.2.2 table 3 specifies the limit at 40 db.

Manufacturer narrative:
We have not received any customer reports regarding this issue and there have been no injuries or illnesses reported as a result of this situation.